Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 6.4mm, with moderate medial/posterior calcification, and medial/posterior wall calcification. Access was gained utilizing ultrasound and micropuncture. Following deployment, the access site was bleeding. A post-angiogram of the vessel indicated an occlusion. The vascular surgeon was called in and performed a surgical cut down and explanted the manta device. The root cause of the occlusion requiring surgical intervention cannot be determined due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, positioning of the manta as seen during surgical intervention, and no angiograms or device return submitted for investigative purposes. Therefore, a root cause as to why the manta was not effective in achieving hemostasis requiring surgical cut-down remains undeterminable. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions per the IFU state: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: the physician performed a tavr procedure on the 28feb2023. Closed the access site with manta, the patient had bleeding from the access site post closure. Upon taking a post angiogram of the vessel, he stated the vessel was occluded and the vascular surgeon performed a cutdown procedure. Additional information has been requested from the account; a follow up report will be submitted on receipt of this information.

Event description:
It was reported that: the physician performed a tavr procedure on the (B)(6) 2023. Closed the access site with manta, the patient had bleeding from the access site post closure. Upon taking a post angiogram of the vessel, he stated the vessel was occluded and the vascular surgeon performed a cutdown procedure. Additional information has been requested from the account; a follow up report will be submitted on receipt of this information.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.